Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set adhesive issue event on 26-feb-2026. The infusion set accidentally fell off while changing the clothes. No further information available.